Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID ddbb1d4 implantable pulse generator (ipg), implant: (B)(6) 2014. (B)(4).

Event description:
It was reported that the atrial lead dislodged post-implant day one and surgical repositioning was done. The lead remains in use. No patient complications have been reported as a result of this event.